Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the product was implanted on (B)(6) 2020 and planned for revision surgery on (B)(6) 2020 due to the wrong implants being implanted in the primary surgery on (B)(6) 2020. On sep 2, 2020 while putting the resupply of implants,an error has been discovered. It was realized that the resupply was not a valid construct and immediately investigated the implant sheets and what was placed into the patients. The surgeon was informed and was advised that this construct would fail and the best course of action was to revise the implant and place the correct head on utilizing a taper sleeve due to the possible damage of the taperloc trunion. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was implanted on (B)(6) 2020 and planned for revision surgery on (B)(6) 2020 due to the wrong implants being implanted in the primary surgery on (B)(6) 2020. On sep 2, 2020 while putting the resupply of implants, an error has been discovered. It was realized that the resupply was not a valid construct and immediately investigated the implant sheets and what was placed into the patients. The surgeon was informed and was advised that this construct would fail and the best course of action was to revise the implant and place the correct head on utilizing a taper sleeve due to the possible damage of the taperloc trunion. Based on the reported event and the available information the complaint reports an unintended off-label use and no issue with the reported product. Based on the investigation the reported event cannot be confirmed. However, the quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the cause could not be traced to the device and no product issue could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical device: liner elevated rim 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell; item#00875201136; lot#64620775. Shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners; item#00875705401; lot#63901940; taperloc rd ti bm/pc 14x148mm t1; item#51-113140; lot#6451076. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted with wrong implants during the primary surgery. It was realized after the primary surgery that the resupply was not a valid construct and hence the patient was scheduled for a revision surgery.

Manufacturer narrative:
Additional information which was received on dec 09, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was revised due to the wrong implants being implanted in the primary surgery. It was realized that it was an off-label use when resupply was being put away. The resupply was not a valid construct.